Manufacturer narrative:
Visual analysis was performed on the returned unit. The reported deployment difficulty was unable to be confirmed as the stent had already been fully deployed. Additionally, the tip was noted to be damaged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty. It may be possible that after deployment of the stent, the tip of the absolute pro caught on the stent resulting in difficulty releasing the stent from the delivery system. The damage noted to the tip of the returned unit further suggests that interaction with the tip and stent may have occurred. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified left femoral artery. A 5x20mm absolute pro vascular self-expanding stent (ses) system was advanced to the lesion and deployment initiated; however, after the stent was deployed, the stent remained attached to the stent delivery system and could not be removed, so the complete device was removed from the patient. There was no adverse patient effect or a clinically significant delay in procedure. Another, unspecified stent was implanted to successfully complete the procedure. There were no other device or procedural issues, no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.